Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel was cracked and some screws were not properly secure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite video system center had a screw loose missing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that the screw came off due to internal cracks in the front panel, the cause of the cracks could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporting facility noting that this event was found during equipment inspection with olympus. He confirmed that there was no problem at the customer's facility.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.